Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the latches on the belt connector were cracked, preventing a secure connection between the belt and the monitor. The cause of the constant alarms is the damaged belt connector. The root cause of the broken latches is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.